Manufacturer narrative:
Investigation is not complete. Add'l info has been requested from the user facility and the surgeon. Trends will be evaluated. This report will be amended when the investigation is complete. Event and MFR of this product occurred in another country. This is the same event as 3003379990-2007-00005, 000004.

Event description:
Allegedly, pt had thigh pain. Stem had lucent lines proximally but looked fixed distally on x-ray. Could not remove neck from stem to get it out so doctor did a transfemoral osteotomy to get stem out.